Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its med was not showed on patient profile. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its med was not showed on patient profile. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing up on the patient profile. A technical support specialist (tss) dialed into the es server and running the order and transaction queries for the specific patient¿both of which returned no results and verifying via the es webpage that the order did not cross over, and contacted the customer and confirmed that only one order was affected the case had been escalated to carefusion care coordination engine (cce) to investigate whether the order successfully interfaced, unable to locate the order in the system as it was not received the order had been discontinued (dc). The system functioned as intended after the technical support specialist investigated the device.